Event description:
The doctor that implanted my essure stopped taking my insurance one week after I got it. I had to go to another doctor in the same office for my 2 wks after the procedure so they could make sure it was placed right through ultrasound. Needless to say that never happened. Ever since I got the implants I have been having really severe pain on my left side to the point where I can not move, lower back pains, painful intercourse, pelvic pain, headaches, fatigue, heavy periods and no sexual urges. I brought this to my doctors attention and he prescribes me ibuprofen. I informed him that the pain never goes away it is constant and he does nothing. #medwatcher #mw156230.